Event description:
It was reported that the right atrial lead threshold was 2.5v @ 0.4 ms. It was also reported that the right ventricular (rv) lead electrograms showed noise that was also observed with the patient's arm movement. The rv lead had a complete loss of capture and a possible fracture was suspected. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead measuring 47 cm was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2011; d244trk implantable cardioverter defibrillator (B)(6) 2013; 4193 implantable pacing lead (B)(6) 2010. (B)(4).